Event description:
The device involved in this MDR report switched to standby mode (vvi mode) several times. Although standby mode is the safety backup mode, these successive switches were considered as abnormal. Therefore the decision to explant the device was taken.

Event description:
The device involved in tis MDR report switched to standby mode (vvi mode) several times in october 2005; although standby mode is the safety backup mode, thes successive switches were considered as abnormal. Therefore the decision to explant the device was taken in october.